Manufacturer narrative:
Reported events of failure to interrogate was not confirmed. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. DHR review was performed and the device passed all tests prior to its distribution. Device was able to interrogate throughout the whole analysis.

Event description:
It was reported that patient presented for implant procedure. During procedure it was noted that the leadless pacemaker (lp) could not be interrogated after replacing the programmer and link module. The device was ultimately not used and replaced with new device. There were no patient consequences.